Event description:
It was reported that a spectrum iq pump alarmed air in line during testing even with a set with the air removed loaded at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced and the device passed air in line testing. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported problem. Should additional relevant information become available, a supplemental report will be submitted.